Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, service history review, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The knob pole clamp and clamp rubber were found damaged during visual inspection of the device. The knob pole clamp and clamp rubber were replaced to resolve the reported problem. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged knob pole clamp and clamp rubber. There was no patient involvement. No additional information is available.